Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly or verify no delivery alarm or occlusion due to missing retainer. Device passed rewind, prime or seating, basic occlusion and force sensor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. The customer reported that they got recurred issue of insulin flow blocked alarm even after trying all recommended troubleshooting advice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.